Event description:
It was reported that during implant the cylinder and pump was tried not used with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were not implanted and a new ipp cylinder and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during implant the cylinder and pump was tried not used with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were not implanted and a new ipp cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted. Further information was obtained indicating that the physician had opened two different lengths of cylinders and proceeded the implant procedure with the better fit. No malfunction is alleged with the device.

Manufacturer narrative:
Further information was obtained indicating that the physician had opened two different lengths of cylinders and proceeded the implant procedure with the better fit. No malfunction is alleged with the device.